Event description:
The customer reported that the system shut down suddenly and without command and then would not boot back up. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage cable and x-ray tube were replaced. The system was then found to be operating as intended.